Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient went to the doctor when they started using the device and they turned the stimulation up. They turned it down last night but the patient still felt the current on their arms like a current like electricity. The current was not like all the time it was like a shock every now and then but to go from the device to their shoulder the patient feels the current. It was not something specific that the patient does to create the feeling but it wakes them up. Walked caller through checking their settings. Patient lowered the amplitude on the call. Patient would maintain stimulation level and would continue to track symptoms. Confirmed stimulation was comfortable. Redirected to doctor if issue persisted. Additional information was received on 2026-mar-25. The reported that they look at patient they complain about the machine and tingling out of their body. Caller said they didn't think it was too high, 2 days ago they went up to 2.0 and patient told them it didn't help too much so they turned it down and now patient was telling them again that it was still tingling. Reviewed device therapy optimization information, stim sensation information and recommended tracking results. Reviewed the option to reduce the amplitude so the patient will be more comfortable. During the call caller was successful to sync with the ins and reduce to a comfortable setting. Offered and sent email with handbook. Redirected to their doctor. The patient was redirected to their healthcare provider to further address the issue.".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They said the patient is still feeling the stimulation in the arm. The agent suggested they could turn the amplitude down again or turn it off. The caller is going to turn it off over the weekend to see if the patient still feels the stimulation in arm. The patient representative called back reporting they turned therapy off to see if the electricity in the pt's arm went away, and it did, but now they are urinating too much, so they want to turn it back on but the communicator battery is low, showing a yellow light. They can't communicate but can't find the cord in the box, the pt has never recharged it. Offered to replace the cord. Reopened the caseand reassigned it to me to send a request to repair. The caller repeated that the stimulation in the arm went away when the therapy was turned off, but that resulted in the patient urinating too much, so they turned the therapy back on. Once the therapy was turned back on, however, the patient didn't like the way the stimulation felt, so the caller turned the therapy off again last night. The caller reached out to the patient's hcp, but the hcp can't meet with the patient until april 30th. The caller wanted to make an adjustment in the meantime. The agent reviewed that the patient could consider trying a different program. Program 7 was active at the time of the call, so the caller switched to program 1, but the patient couldn't feel any stimulation. The patient could not feel any stimulation on program 2, either. The caller was with the patient at a gas station at the time of the call, so they said they will continue trying other programs once they get home. The caller did not require further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.